Event description:
Cancellation report is being submitted due to the completion of the investigation on 23-oct-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2310233 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. Refer to ¿product returns¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Red marker past the point of no return (19th dimple). Directional button in the deployment position. Kink noted at approximately 43.5cm from the white tip (ruler ipe0504-4, calibration due date apr 2035) break noted at 12cm from the white tip, safety wire observed to be protruding from outer sheath at the point of the break. Compression noted at 4cm and 7.5cm and from approximately 12cm - 14cm from the white tip. Bunching noted at the zip port. Polyimide partially exposed at the white tip on return. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy stent. Handle opened to internally inspect device. Sheath tube observed to be separated from the shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review an image was not returned for evaluation. Root cause analysis definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of bunching, piercing of the outer sheath and wire protrusion, resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching observed during the lab evaluation which likely occurred during stent deployment due to high friction force would have led to an increase in deployment force which in turn led to further damage to the introducer including the break that was observed in the clear section and the sheath tube separation, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation according to the customer, during the deployment of the evo-fc-10-11-6-b stent, there was resistance in the piston and the stent did not come out. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device. Complaint is confirmed based on visual and/or functional inspection. Capa00209 has been initiated and will document all necessary action required as result of this issue. Complaints of this nature will continue to be monitored for similar events.

Event description:
Late complete supplemental report being submitted as a retrospective review was carried out and the file still meets the definition of an FDA reportable event based on the precedence that was inadvertently removed on completion of the investigation.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08 october 2025. Refer to ¿product returns¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Red marker past the point of no return (19th dimple). Directional button in the deployment position. Kink noted at approximately 43.5cm from the white tip (ruler ipe0504-4, calibration due date apr 2035) break noted at 12cm from the white tip, safety wire observed to be protruding from outer sheath at the point of the break. Compression noted at 4cm and 7.5cm and from approximately 12cm - 14cm from the white tip. Bunching noted at the zip port. Polyimide partially exposed at the white tip on return. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy stent. Handle opened to internally inspect device. Sheath tube observed to be separated from the shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review an image was not returned for evaluation. Root cause analysis definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of bunching, piercing of the outer sheath and wire protrusion, resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching observed during the lab evaluation which likely occurred during stent deployment due to high friction force would have led to an increase in deployment force which in turn led to further damage to the introducer including the break that was observed in the clear section and the sheath tube separation, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation according to the customer, during the deployment of the evo-fc-10-11-6-b stent, there was resistance in the piston and the stent did not come out. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device. Complaint is confirmed based on visual and/or functional inspection. Capa00209 has been initiated and will document all necessary action required as result of this issue. Complaints of this nature will continue to be monitored for similar events.

Event description:
Email from ansm to fr. Orders: 21-aug-25 16h17. When handling the device, there was resistance in the piston during the first jolts but the stent did not come out (visual inspection via the endoscope and scopy).towards the point of no return, there was a very high resistance in the piston followed by a "snap" and then no more resistance in the piston. On the screen, we see that a wire is outside the sheath. The entire prosthesis and its wearer were removed from the endoscope and patient "as per cc form": when handling the device, there was resistance in the piston during the first jolts but the stent did not come out (visual inspection via the endoscope and scopy).towards the point of no return, there was a very high resistance in the piston followed by a "snap" and then no more resistance in the piston. On the screen, we see that a wire is outside the sheath. The entire prosthesis and its wearer were removed from the endoscope and patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.